Event description:
The customer reported that the device shutdown and displayed an "inop" message during a pt event. There was no impact to the involved pt.

Manufacturer narrative:
Philips reviewed the sequence of events with the customer and confirmed that there was no malfunction of the device. The customer did not send the device in for eval. It was functioning as designed and intended. This was a use issue regarding accessing the "opcheck" function during an event, and no malfunction.